Manufacturer narrative:
Batch review performed on 29 september 2023. Lot 185577: (B)(4) items manufactured and released on 18-sep-2018. Expiration date: 2023-sep-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 4 years and 4 months from the primary, the patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert with a thicker one (from 11 to 13mm). The surgery was completed successfully.